Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information: (B)(6).

Event description:
The event occurred on an unspecified date in november 2025 and involved a primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, polyethylene lined light resistant tubing, distal microbore tubing, clave y-site, secure lock, 264 cm. The reporter reported that during the chemotherapy infusion, cytotoxic drug leakage was detected from the air filter vent. The product was stored in original packaging, room temperature. Gemcitabine was the cytotoxic drug that was leaking. There was no exposure to the patient or any healthcare staff. The device was changed out/replaced with no further problems encountered. There was no reported patient involvement.

Manufacturer narrative:
Investigation summary (B)(6) 2025. No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.